Event description:
Boston scientific received information that during a routin in-clinic follow up, this right atrial (ra) lead exhibited undersensing and loss of capture (loc) at maximum outputs. The lead was observed to have dislodged. An invasive procedure was performed. The lead was surgically capped and abandoned and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.